Manufacturer narrative:
Evaluation completed. One purple needle tip was returned taped to a post-it note. The original packaging was not returned. The part number and lot number cannot be verified or determined. Visual inspection found the needle was in two pieces. The shaft was broken off at approximately 3/4 the length of the shaft (near the hub). Microscopic examination found evidence of the shaft having been bent, as there are stress marks and the lumen tube was pinched or bent at the broken location. Also visible on the shaft and hub are track marks, marring, scarring and scratches. These type of surface defects are similar in appearance to those made when the needle tip comes in contact with another instrument. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported while the phaco machine was in sculpt mode, the phaco tip broke off. The doctor removed it with his hands and the phaco tip was exchanged on the hand piece. The procedure continued with no issues, and patient tolerated procedure well.